Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted to due the elective replacement indicator (eri). There was allegation of premature battery depletion.